Event description:
On (B)(6) 2018, multiple amplatzer pfo occluders were selected for implant. A 25mm pfo was selected, but pulled through on the tug test. Next, a 35mm pfo was attempted, but it did not seal the floppy septum and color leak was observed on toe. A 30mm pfo occluder was attempted, but when both discs deployed, they came out inflated and not sitting flat. The 30mm pfo was resheathed and examined, but remained deformed. A second 9f delivery system and 30mm amplatzer pfo occluder was opened for implant. Initially at implant, the device was flat, but after saline wash and loading/deploying, the discs deployed inflated and ball shaped. Due to hospital inventory, there were no additional 30mm devices available so the procedure was aborted. The patient was reported stable throughout the procedure.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.